Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product was requested.

Event description:
It was reported that the patient experienced elevated blood glucose levels and was taken to the hospital for treatment. The patient did not make any allegations against the performance of her infusion device and hospital staff advised that the device is working properly. The patient does not know if poor absorption or recent back pain contributed to her elevated blood glucose levels, or if she needs to adjust her basal rates on the infusion device. No product was requested to be returned for evaluation.